Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient's concern with the product, capsular contracture baker grade unknown

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product. Patient later reported capsular contracture baker grade unknown. Patient additionally reported "diagnosed with breast cancer"; this is not device related. Device remains implanted.